Manufacturer narrative:
Product evaluation: a non-sterile preface guiding sheath with multi curve cannula sheath was received for analysis inside a plastic bag. Per visual analysis, the mentioned separated cap from the molded hub was not returned for analysis. No anomalies observed on the thread of hub (snap ring) of preface. The cannula hub thread was measured and it was found within specification. A lab sample cap was affixed (snapped) onto the cannula hub thread and functional insertion withdrawal test performed using a lab sample preface vessel dilator. Insertion withdrawal test was simulated advancing and retracting the vessel dilator through the cannula sheath unit and no anomalies observed during test. The lab sample cap remained affixed properly snapped onto the hub thread of the complaint preface cannula sheath received. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The complaint reported by the customer was confirmed due to the valve cap was in deed separated (not returned for analysis). However, functional and dimensional analysis results showed that the threads of hub did not present any anomaly. Therefore, the cause of the separation of cap from the hub thread (snap ring) of the cannula hub could not be conclusively determined during the analysis. Still pending is the manufactured date and the expiration date. Therefore, a supplemental report will be submitted to update the expiration date and manufactured date. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface® guiding sheath with multipurpose curve and while withdrawing the ablation catheter from the body, the hub connector (bleed back valve) on the preface® guiding sheath broke off. The preface® guiding sheath was exchanged out and the procedure continued. There was no harm to the patient. There were no wires that were exposed. There was no resistance, the hub of the preface® guiding sheath simply came off. There was no harm to the patient. This event has been assessed as a reportable malfunction.

Manufacturer narrative:
The manufactured date and expiration date have been provided on 6/29/2018. Therefore, device manufacture date have been populated. Manufacturer's ref # (B)(4).